Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery handpiece device made loud noises during operation, the lids closed poorly and the saw was not fixed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date device returned to manufacturer was documented as november 26, 2018 in the initial report. This has been corrected to december 26, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device gear was seized, jammed and heavy moving. It was also determined that the device failed pre-test for check function of all modes, fitting of the lids, falling out protection (steel ring) and proper function of the triggers. Therefore, the reported condition was confirmed. A review of the service history record indicates that the device had not been returned previously for the same malfunction. The assignable root cause was determined to be due to improper device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.